Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found the stent struts on the mid-section were lifted and pulled distally. Stent struts from the 1st proximal stent strut row was noted to be lifted (flared). The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20 jun 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 30mmx3.00mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion even after many attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However returned device analysis revealed stent damage.